Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen was frozen on carefusion. The user was able to get pyxis running again after rebooting, but every unit that was rebooted had 2¿3 updates required before it could be used. Additionally, the bioid was very slow, unresponsive, and unusable, often prompting another reboot. There were no adverse events or injuries reported based on this event.